Event description:
Boston scientific received information from that patient that one of his leads was replaced due to a lead fracture. No information could be obtained about which lead the fracture took place on or any details about the replacement. This lead was surgically abandoned 5 years ago due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned over 5 years ago. No further information is available. This report will be updated if more information becomes available.